Event description:
It was reported that the freestyle root 29mm was associated with a failure of the surgical aortic valve, with the mode of failure being unknown. It was stated that concentric calcification was noted in the abdominal aorta with possible calcified dissection near the left coronary cusp (lcc) and non-coronary cusp (ncc) in aortic root. A transcatheter aortic valve procedure was scheduled but, on the day of the procedure, it was decided that this was not the best treatment option; the alternative treatment plan and the specific mode of valve failure were not communicated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.